Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 75mm abdominal aortic aneurysm. It was reported that the patient was placed on blood pressure medication post the index procedure and that a follow-up CT scan showed right renal stenosis. Approximately one month post the index procedure, a renal angiogram showed that the proximal portion of the bifurcated stent graft was covering the right renal artery. An attempt was made to access the right renal to place a renal stent but the wire and catheter would not cross and the procedure was not completed. The right renal could not be saved but the physician reported that the patient has sufficient renal function in the left renal. As per the physician, the cause of the event was due to patient anatomy. The aorta distal to the right renal had a ledge that prevented the stent graft from coming down and as a result the stent graft was placed too high and the renal was covered. No additional sequelae were reported and the patient will be monitored.